Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered a fault code 1005 during device interrogation, indicating an open circuit condition. The patient had received inappropriate shocks, which were attributed to oversensing on the right ventricular (rv) lead channel. It was previously known that the patient was in need of a lead replacement. The detection of fc 1005, reflecting an impedance greater than 145 ohms, reinforces the necessity for a new lead. This system remains in service. No additional adverse patient effects were reported. At a later date, this rv lead was capped and surgically abandoned. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered a fault code 1005 during device interrogation, indicating an open circuit condition. The patient had received inappropriate shocks, which were attributed to oversensing on the right ventricular (rv) lead channel. It was previously known that the patient was in need of a lead replacement. The detection of fc 1005, reflecting an impedance greater than 145 ohms, reinforces the necessity for a new lead. This system remains in service. No additional adverse patient effects were reported.